Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was high 536mg/dl and 196 mg/dl. The customer was treated with the insulin pump and manual injection. Troubleshooting was performed for high blood glucose. The customer was using the insulin pump within 48 hours of reported high blood glucose event. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. Customer stated that the drive support cap appeared normal. The customer stated that they had performed the displacement test and the test was passed. The product will not be returned for analysis.